Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator stopped ventilating while on a patient. When it was powered up it showed ventilation inoperable, low positive end-expiratory pressure (peep) and low minute volume. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility.